Manufacturer narrative:
The main component of the system and other applicable components are: product ID 3093-33, lot # v026382, product type lead. (B)(4).

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that the last device she had replaced the doctor didn't think the leads needed to be replaced. On (B)(6) 2016, the doctor told her that all of the leads were not working and the doctor turned the device off. The patient reported that they had been waiting for a week and a day for a call back for when the surgery was. The patient also reported that they took a urine sample and called her back that she had an infection. The patient reported that she was on 100 mg of cipro since (B)(6) 2016. The patient reported that sometimes the bladder empties out and sometimes it doesnt; it had not been emptying out at all on the day of this report. It was noted that this had been since the device was turned off. Additional information was received and it was reported that a manufacturers representative had talked with the patient and things were in progress for the replacement surgery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.